Event description:
It was reported that this patient was to have a magnetic resonance imaging (MRI) scan of the chest, reason not provided. The patient also reported that the pump was not working. No further details were provided regarding the pump and patient symptoms were not reported. It was not known what medication this device system delivered. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation summary: analysis of the pump revealed ¿no anomaly found¿.

Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).

Event description:
Additional information received reported that the patient had change in therapy effect. The patient was sent to have an MRI (magnetic resonance imaging) to look at placement of the catheter and the reporter ¿wanted to know if this is normal¿ as MRI¿s were not typically done for placement. The patient was also sent for an MRI ¿1-2 weeks ago¿ for the same issue. The patient was in a lot of pain and could not lay flat. The patient stated that the healthcare professional (hcp) didn¿t believe the pump was working. The reporter tried to contact the hcp office but could not get in touch with anyone.

Manufacturer narrative:
Device codes have been updated to the following for this event: (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The previously reported conclusion no longer applies to this event.

Event description:
On (B)(6) 2015 additional information was received from the healthcare provider (hcp) and manufacturer's representative reported that there had been volume discrepancy at refill. Successful dye studies had been performed with no issues on (B)(6) 2013 and (B)(6) 2014. The (B)(6) male patient who had been receiving dilaudid 5mg/ml, 7mg/day, clonidine (unknown concentration/daily dose), and bupivacaine (unknown concentration/daily dose) via infusion pump had the system replaced on (B)(6) 2015 and was alive with no injury. The reporter mentioned that the next plan was to add prialt. The pump was returned for analysis on (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.